Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'pulse generator fault' message and was operating in 'fallback' safety mode.